Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the distal end cover of the colonovideoscope had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. Based on the information from the investigation, the reported event of the distal cover being burnt was confirmed. The probably cause was likely, attributed to high-energy endo therapy accessories being used without ensuring sufficient distance from the distal end. A definitive root cause for the events could not be determined. The events can be detected and prevented, by implementation in accordance with the below IFU. Inspection method is described in the instructions for gif/cf/pcf-290 series, operation manual chapter 3:, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿, describes how to inspect for the event. Olympus will continue to monitor field performance for this device.